Event description:
A malfunction alarm was reported when the pump started, indicating an issue with the device. There was no information provided regarding the impact on the customer's blood glucose level. As a corrective action, the device is being returned, and a replacement pump has been assigned with a new serial number.